Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. The acc 961-576 suretrak2, small clamp (lot# 131022) was returned for analysis. Analysis found that the adjustment screw had been cross threaded and as a result, the clamp had seized. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a lumbar fusion procedure. The issue occurred preoperatively and the patient was in the room but, anesthesia had not been administered and no incision had been made. It was reported that the site had a damaged small black suretrak clamp where the screws were stripped. The site opened another set and used a clamp from that set to continue the case. The surgery was completed with navigation and no surgical delay. There was no impact on patient outcome.